Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator changeout procedure. The right ventricular lead exhibited an unspecified malfunction and was capped and replaced during procedure on (B)(6) 2020. Patient condition was not reported.